Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a fall secondary to syncope due to low flows from insufficient fluid intake in warm weather. Before the fall, the patient had rectal bleeding which was determined to be due to hemorrhoids. Routine investigations were carried out and vad parameters were stable. The patient was given fluids and discharged. Hemoglobin was stable in the 2-3 weeks following the incident and no further investigations were warranted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported rectal bleeding could not be determined through this evaluation. Moreover, review of the submitted log file data did not confirm the reported low flow alarms as the event appeared to have been overwritten by newer event data. A direct correlation between the device and the reported event could not be conclusively determined through this evaluation; however, according to the account, the cause of the low flow condition was not device related and was due to dehydration. The dehydration / low flow condition reportedly caused the patient's syncopal event and subsequent fall. The controller event log file contained approximately 7 hours of data on (B)(6) 2020 from 4:50 ¿ 12:05 and captured multiple pi events. No alarms, low flow events, or atypical controller faults were recorded. The pump appeared to be operating normally with overall stable parameters. The pump speed remained at or above the low speed limit without issue and the system appeared to be operating as intended. The corresponding lvad event log file captured no atypical lvad faults. The controller and lvad periodic log files captured data at 1-hour intervals from on (B)(6) 2020 and appeared to show the system operating as intended with overall stable pump parameters and no alarms, low flow events, or atypical events recorded. The patient remains ongoing on the device and no additional events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.